Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received electrical analysis revealed high impedance to the rv conductor. Visual inspection revealed an open connection due to a workmanship anomaly. Reliability laboratory technician; st. Jude medical (B)(4); failure (event) observed during analysis.